Manufacturer narrative:
The device was tested on-site in follow-up of the event but the error condition could not be duplicated. Log file evaluation however confirms the reported issue: the procedure in question went stable and unremarkable for approximately half an hour until the self monitoring function detected a disconnection of the pressure sensor that monitors the inspiratory pressure inside the cylinder. For such deviation the safety concept of the device has defined a shut-down of automatic ventilation to prevent overpressure condition. The shut-down is accompanied by a corresponding alarm. One minute later the automatic ventilation was available again and the procedure could be continued towards the end. Root cause for the reported temporary unavailability of automatic ventilation was a sporadic malfunction of an electronic part (pressure sensor). The workstation responded to this error condition as specified per safety concept. The user was able to manage the situation - the automatic ventilation could be restarted successfully while patient support was bridged in the meantime by means of manual ventilation. The monitoring functions of the device weren't affected by this kind of malfunction. The device is back in use.

Event description:
It was reported that the device shut down automatic ventilation during a surgical procedure. The users bridged patient support in manual ventilation until automatic ventilation could be restored; no patient consequences have reportedly occurred.